Manufacturer narrative:
(B)(4). Correction-the g5 system is associated with product code pqf. Product code pqf is not currently available.

Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction on the abdomen area. The sensor was inserted at the abdomen on (B)(6) 2016. Date of issue and insertion are approximations. The reaction was described as red, (B)(6) 2016. Date of prescription is approximate. The name of the prescription medication is unknown. At the time of contact, patient still experiences skin reaction. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.